Manufacturer narrative:
A2: age & date of birth: born 1961. A3a: sex: requested, not available. A3b: gender: requested, not available. A4: weight: requested, not available - obese patient with a body mass index (bmi) >36. A5: ethnicity: requested, not available . A6: race: requested, not available . D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported when attempting to close the puncture site using the angio-seal system, the system could not be advanced. When the angio-seal system is pulled out, it was apparent that the tip of the dilator has broken off at the side holes (channel for detecting the intravascular position) and has remained in the patient. Carefully pulling the wire back unfortunately did not reveal the tip of the dilator. Consultation with the vascular surgeon. Initial attempt to retrieve the wire on the catheter table by the vascular surgeon. Incision of the puncture site along the wire with a sharp scalpel and unsuccessful attempt to grasp the tip of the dilator using a needle holder and anatomical forceps, as the tip of the dilator is in the vessel. The decision was made for surgical treatment. They transferred the patient to the operating room, for revision of the right groin. Transverse arteriotomy of the distal a. Femoralis communis, fk extraction from a. Femoralis communal/distal external iliac artery (angio-seal dilator tip), discectomy and intimal reconstruction. The procedure was a diagnostic coronary angiography.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 19sept2024: update: diagnosis: post-interventional vcd (dilator) rupture and dislocation on the right inguinal side, after coronary angiography. - right femoral lntimal dissection with complete occlusion of the profunda femoris artery. Operation: revision right groin, via extended transverse arteriotomy distal to the common femoral artery, foreign body extraction from the common femoral artery/distal external iliac artery (remaining angio-seal dilator, 6 cm), discectomy, local thrombendarterectomy and intima fixation, antegrade angiography, suture of the common femoral artery and profunda femoris artery. Op report: this is an emergency situation from the cardiac catheterisation laboratory in which part of an angioseal vascular closure system was torn off and dislocated. An attempt to perform salvage under local anaesthesia was unfortunately unsuccessful. Decision in favour of surgical revision. Under undisturbed general anaesthesia, the surgical field on the right groin was professionally washed several times and sterilely draped using the usual technique. The guide wire is still in place, this is retracted into the sterile field, cut off sterilely with a side cutter and secured with a sterile clamp. Application of an opsite film/foil for intertrigo. Widen the incision cranially to a total length of approx. 6 cm. Electrocautery dissection of the subcutis and tracing of the horizontal wire. This is located in the profunda femoris artery just above the crossing of the profunda vein. The arteria femoralis communis and arteria femoralis superficialis are pulsatile. Complete removal of the horizontal wire and exposure of the puncture site. The profunda is detached. A hard structure can be felt riding on the profunda outlet up into the communis. Dissection and ligation of the common femoral artery. An extended dissection deep into the profunda femoris artery and superficial femoral artery is essential. The skin incision is widened caudally for this purpose. Suture the puncture site of the profunda in soft conditions with 6 0 prolene. Systemic heparinisation, after waiting, clamping of the vessels. Transverse incision distal to the femoralis communis removal of a dislocated hard plaque, which was torn out of the dorsal wall. Overholt can now be used to pull out the relieved, torn dilator remnant from the proximal side. The distal end is entangled in the dissection and must be removed. The inflow is pulsatile and rr-compliant. Flushing without abnormalities. Heparin saline solution does not flush well into the superficialis. Fogarty thrombectomy manoeuvre twice with a 4-way catheter, now reflux. Angiography shows open superficial femoral artery, popliteal artery and lower leg trifurcation without evidence of embolisation. Injection of heparin saline solution. Subtle discectomy and fixation of the distal step with continuous 6 0 prolene suture. The return and inflow is good. Irrigation with heparin saline solution closure of the transverse arteriotomy with 5 0 prolene and release of the bloodstream. There is good pulsation via the femoral bifurcation. Final haemostasis, insertion of a 12 redon drainage, layered wound closure using continuous fascial suture and subcutaneous suture 2 0 prolene and closure of the skin with stapler. Sterile dressing/bandage. The patient's circulation was stable at all times and he was transferred to the imc for further monitoring due to his cardiological multimorbidity. Postoperative the foot warm strong peripheral flow signal.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned separated and both components were found to have been damaged towards the distal tip. The hemostasis sheath was found to have been kinked at the blood inlet hole, and the locator was also found to have been torn at the blood inlet hole. The distal tip of the locator was not returned with the device. No other damage or issues were identified. The complaint was confirmed for a broken locator requiring surgical intervention and extraction. The exact root cause cannot be determined. The likely cause was determined to have been excessive bending of the components during use resulting in breakage of the components. It is possible that insufficient insertion angle or patient anatomy contributed to the adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).